Manufacturer narrative:
A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that right atrial (ra) lead dislodged. During repositioning the screw would not extend. The lead was explanted and replaced. The patient is in stable condition.